Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: lasso nav eco,carto 3 (cartomerge/visitag). Other company¿s devices were used during this study: non-steerable sheath. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient suffered diaphragmatic paralysis after pulmonary vein isolation for paroxysmal atrial fibrillation. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "re-ablated sites of acute reconnection after pulmonary vein isolation do not predict sites of late reconnection at repeat electrophysiology study." The purpose of this study was to study the relationship between acute and late pulmonary vein reconnection during pulmonary vein isolation ablation. 40 patients were enrolled in this study. The suspected device is the thermocool smarttouch ablation catheter, however catalog and lot number are unknown.